Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 350 mg/dl and customer consulted with a healthcare provider regarding treatment. Customer changed out infusion set site. Pump system check was performed with tandem technical support and air bubbles were identified in the infusion set tubing. Cts instructed customer on how to remove air.